Event description:
Caller reported that a pump began burning and melting while it was charging with tandem charging supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.